Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 170 dialyzer. It was reported that this was the pt's first exposure to the psn membrane. It was reported that during treatment, the pt steadily complained of headache and dizziness. The pt was then changed to a fresenius f-6 dialyzer and continued to complain of headache and dizziness. It was noted that the pt continued to complain of headache and dizziness while using the f-6 membrane. Per the pt's physician, he feels that the symptoms are not related to the dialyzer. No medical intervention to report per hcp.